Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the up arrow, down arrow, and ok buttons intermittently unresponsive to presses. It was reported that the keypad is not peeling. The pump is not exposed to water.